Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that they continue to experience issues with our tubing, which broke apart during use by a nurse.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the tubing broke apart, and returned one photo and one video of the incident. The evidence provided verifies the complaint of separation, at the tubing/male luer connection. The material reported is 2420-0007, lot unknown. The photo-only complaint without a physical sample, was unable to define the amount of solvent on the tubing. The manufacturing plant could only identify a potential root cause for the separation issue, which is related to incorrect solvent assembly. The plant has implemented improvements to the automatic assembly for the tubing/male luer connection, which include adding a 100% inspection, approved on sep. 11th, 2025. In order to assist with the inspections, lamps were ordered, and added to the process on (B)(6) 2025.